Manufacturer narrative:
The hybrid offset shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. Strike marks are visible on the screw access hole. The hex bolt and wavo washer are missing. There is evidence that the bolt head had overrun the weld pin and translated further, resulting in disassembly of the bolt from the frame. The frequency of use of this instrument is unknown. Device field age is approximately 2 years and 9 months based on manufacturing date. Receiving/inspection reports were reviewed and the shell inserter was accepted by zimmer quality control. This device is used for treatment. Complaint history search revealed 2 additional complaints for the part and lot combination. Follow up information states that a bone tap was used on the tip of the instrument, and follow up states that it is putting undo stress on the instrument. It was verified that the surgeon was using the proper adapter, however no adaptor was returned for inspection. This event was addressed in a previous investigation, which states that evidence of side impaction implies that the surgeon is placing off-axis loading on the inserter, thus increasing stress on the inserter tip. Based on evidence from the returned device, the likely root cause of this event is due to misuse.

Event description:
Inserter hex bolt overran the weld pin and disassembled during use.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the acetabular cup would not disengage from the inserter during hip arthroplasty surgery.